Event description:
It was reported that while the system was connected to mains power and operating in stand by mode, visible flames and smoke were observed originating from the battery compartment. The device was immediately isolated and removed from the operating room. Due to repeated battery re ignition, the system was submerged in water outside the building. No injuries were reported.

Manufacturer narrative:
Legal manufacturer: hcs copenhagen - mileparken 34 dk 2730 denmark herlev. D2 common device name: system, imaging, pulsed doppler, ultrasonic. D4 primary UDI number: UDI not required. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare completed its investigation. It was not possible to directly confirm the specific battery that initiated the event or the exact sequence of failure because critical physical evidence was either unavailable or too damaged for definitive analysis. Based on the available evidence, the event is consistent with the product and process-related failure mode identified in a prior investigation: a probable single-cell lithium-ion battery failure that resulted in an internal short circuit and thermal runaway. The investigation did not identify evidence of a broader battery design issue. It also identified that the user guide and service manual did not clearly communicate battery replacement intervals, end-of-life handling, and general battery safety precautions. Corrective actions have been initiated, including CAPA and field safety corrective action res# 97830.